Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident device will not power on was observed and attributed to a capacitor on the smart pneumatic module (spm) board. The spm board was replaced to resolve the report. The device was recertified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.